Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of an unknown baxter access set leaked during prime. The tubing was connected to the drip chamber. A new set was reprimed with leucovorin. There was no patient involvement. No additional information is available.